Event description:
It was reported the patient only felt stimulation on their right side, starting the day prior to call. It was noted increasing stimulation did not resolve the issue. It was reported stimulation was different every day and the patient could usually feel stimulation when they turned their neck a certain way. It was noted the patient was implanted for headaches due to broken vertebrae. It was reported the leads were in the patient¿s neck. It was noted the patient¿s headaches got worse and caused nausea and vomiting. It was reported the patient could not take pain medication. It was noted the patient turned stimulation off due to soreness. It was reported the patient was able to turn stimulation on and decrease, but that did not resolve the issue.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).